Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0401 captures the reportable event of cutting wire break. Block h11: the returned truetome 44 was analyzed, visual inspection found that the cutting wire was blackened, kinked and broken from the proximal pierce hole. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire was kinked and broken from the proximal pierce hole. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. Based on the condition of the device, the problem found could have been generated if there was contact between the device and the scope during energization or if the generator exceeded the maximum of voltage during the procedure. Also, energizing the device prior to performing sphincterotomy can compromise the cutting wire's integrity and cause a premature cutting wire fatigue. Once the cutting wire breaks, any attempt to remove the device from the scope can bent the cutting wire. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an truetome 44 was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During the procedure, the cutting wire of the device snapped after one full bow inside the patient. It was reported that no part of the cutting wire detached and fell into the patient. However, the broken cutting wire scratched the ampulla of the patient and caused bleeding. The procedure was completed with the original device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.

Event description:
It was reported to boston scientific corporation that an truetome 44 was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During the procedure, the cutting wire of the device snapped after one full bow inside the patient. It was reported that no part of the cutting wire detached and fell into the patient. However, the broken cutting wire scratched the ampulla of the patient and caused bleeding. The procedure was completed with the original device. There were no patient complications reported as a result of this event.